Event description:
Customer reported receiving a reading of 370 mg/dl on his adc blood glucose meter on the night of (B)(6) 2019 and self-treated with 15 units of insulin after which "he could not move". Paramedics were called and upon their arrival, a reading of 20 mg/dl was obtained on their meter. Customer was treated with an IV and stayed in the hospital for the night. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle lite meter was reviewed and the DHR showed the freestyle lite meter passed all tests prior to release.  A DHR for the freestyle omni strips was reviewed and the DHR showed the freestyle omni strips passed all tests before release. Retain testing was performed and all units performed within specification. Retain testing was performed and all units performed within specification. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a reading of 370 mg/dl on his adc blood glucose meter on the night of (B)(6) 2019 and self-treated with 15 units of insulin after which "he could not move". Paramedics were called and upon their arrival, a reading of 20 mg/dl was obtained on their meter. Customer was treated with an IV and stayed in the hospital for the night. There was no report of death or permanent impairment associated with this event.